Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: (B)(6) serial#; implanted: on (B)(6) 2015; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 30-oct-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they have never had any issues, in the past if they had to adjust anything it immediately fixed their problem, but they don't know the date, but starting in january and over the last 1 to 3 months they have had several accidents where they had the urge and apparently it was not working so they have gotten it up to 5.0 and they can feel it in their vaginal area but they can't tell if it is in the same place as before. They wonder if the lead is out of position. Patient said they called their urologist and they told them to call the company first. Agent reviewed device therapy optimization information and redirected the patient to their doctor. Agent reviewed the option for the healthcare provider to coordinate a manufacturing representative appointment to check the ins system in-person. The patient mentioned they were on a cruise in january and out of nowhere they wet the elevator which is horrifying because it is what they went through before they got the device. Patient said they have not had any traumatic falls or accidents, just slip and falls and some medical tests. Additional information was received from a healthcare professional (hcp) on 2025-jun-13. The hcp reported that the cause was unknown. There will be an exchange of the interstim scheduled on (B)(6) 2025.